Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A health care professional (hcp) interrogated the device with a programmer and noted a ventricular tachycardia (vt) episode, however, no corresponding electrogram (egm). Boston scientific technical services (ts) discussed no egm available as an existing episode was in progress. The cause of syncope was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.